Event description:
Boston scientific crm received information that the right ventricular (rv) lead was demonstrating low r waves and increased threshold measurements from implant. The patient implanted with this lead was brought in for an invasive lead revision procedure. The physician chose to explant the rv lead and implant a new rv lead. No complications were reported.

Manufacturer narrative:
The rv lead was disposed of and will not be returned for analysis. If further information becomes available, this event will be updated.